Event description:
Clinical information: crd_(B)(4) - triclip japan pas, patient site: (B)(6). It was reported that on (B)(6) 2026, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4. One clip was successfully implanted. To further reduce tr, an additional xtw clip (60204r1034) prepared per the instructions for use (IFU) and had no issues during prep. However, when the clip was inserted into the right atrium (ra), it was unable to open. Troubleshooting was performed, but the clip was still unable to open. Therefore, the clip was removed and replaced. A third xtw clip (60204r1028) was then implanted, reducing tr to a grade of 1-2. Post-procedure evaluation of the imaging showed that the second implanted clip had detached from the posterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda), causing tr to increase to a grade of 3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.